Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number of this device is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) an interlink extension set in which a leak was observed. According to the report, the leak was between the connection of the filter and the tubing. There was patient involvement, but no there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.